Manufacturer narrative:
It is assumed that the incident occurred due to an operator error. Siemens requested additional information and photos to proceed with investigation. This report was submitted (B)(4) 2015. (B)(6).

Event description:
Siemens became aware of an incident on the ysio x-ray system in the (B)(6). A female patient came to the facility for an x-ray examination of her wrist. The patient was placed in a seated position at the end of the table of the ysio unit with her legs underneath the table and her hand and wrist on the tabletop. The operator accidentally initiated table movement by pressing "table down" switch simultaneously pushing the break release foot switch. The intention of the operator was to only release the breaks in order to adjust the floating table top. The table top started to move down onto the patient's legs pressing on her right leg. The operator was able to stop the system movement and release the patient. The patient reported muscle damage as a result of the incident and seeked medical attention due to pain and struggle to walk. The extent of the injury is unknown.